Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), autoimmune disorder ("autoimmune diagnosed? Yes"), vaginal infection ("bladder/urinary problems- vaginal infection"), fatigue ("other injuries/symptoms- fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), memory impairment ("forgetfulness") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal infection, fatigue, alopecia, weight increased, weight decreased, abdominal distension, memory impairment and vaginal discharge had resolved and the autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted with insertion date (B)(6) 2010 and (B)(6) 2010. Received treatment for pain-pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back and bleeding-menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test (unspecified) result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. New reporter added. Category of case changed to incident. Event injury is replaced by pain. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain, menorrhagia (heavy menstrual bleeding), autoimmune, vaginal infection, vaginal discharge, fatigue, hair loss, weight gain, weight loss, bloating, and forgetfulness were added. Lab data added. Patient demographic added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), autoimmune disorder ("autoimmune diagnosed? Yes"), vaginal infection ("bladder/urinary problems- vaginal infection"), fatigue ("other injuries/symptoms- fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), memory impairment ("forgetfulness") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal infection, fatigue, alopecia, weight increased, weight decreased, abdominal distension, memory impairment and vaginal discharge had resolved and the autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted with insertion date (B)(6) 2010 and (B)(6) 2010. Received treatment for pain-pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back and bleeding-menorrhagia (heavy menstrual bleeding). Essure device again placed according to manufacturer¿s directions. Approximately four to five coils are visible. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received: lot number were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), autoimmune disorder ("autoimmune diagnosed? Yes"), vaginal infection ("bladder/urinary problems- vaginal infection"), fatigue ("other injuries/symptoms- fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), memory impairment ("forgetfulness") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal infection, fatigue, alopecia, weight increased, weight decreased, abdominal distension, memory impairment and vaginal discharge had resolved and the autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted with insertion date (B)(6) 2010 and (B)(6) 2010. Received treatment for pain-pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back and bleeding-menorrhagia (heavy menstrual bleeding). Essure device again placed according to manufacturer¿s directions. Approximately four to five coils are visible. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.